Manufacturer narrative:
Product ID 37791, serial# unknown; product type recharger. (B)(4).

Event description:
It was reported stimulation was turning on. It was noted the patient¿s stimulation was on and would not turn off. It was reported, the patient¿s programmer needed new batteries. It was noted, the patient was able to turn stimulation off with the recharger. It was reported the patient had not used stimulation in a couple of weeks. It was reported, the patient¿s stimulation turned on, would not turn off, and then turned off suddenly during recharge the night prior to call. It was noted, the patient did not know the function of the side keys and did not think they pressed the buttons. It was reported the patient did press the gray button, but stimulation did not turn off. It was noted the patient had a coupling problem. It was reported the recharger antenna was damaged.

Event description:
Additional information received reported that the patient was given the name of a health care professional but still had not had an appointment with him.